Event description:
It was reported via repair work order that the bed controls would not function as the motion lock on the footboard was engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.